Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the gantry has to be driven down much farther to start vacuum two and the bed is not centered between the lasers in center position. Additional information received states that the event occurred during the right eye laser treatment. The patient was reported to have a thin flap. Once the thin flap was discovered the left eye treatment was converted to photorefractive keratectomy.

Manufacturer narrative:
During technical onsite visit the field service engineer (fse) calibrated eye contact position and weight setting according to service installation record. According to information from fse the activity mentioned above is to get better vacuum two start. It is not related to thin flap . No abnormalities (neither for bed nor for laser) was noted. The root cause could not be determined conclusively. According to the information from technical review no technical root cause was identified as the product was found to be within specifications the manufacturer internal reference number is: (B)(4).